Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set separated and broke while administrating unspecified fluids. The clinician attempted to get another set however encountered the same issue when taking the tubing out of the packaging, observed that the set separated from the y-site. There was no report of patient harm. The event medical day care unit/g.I. Procedure room.

Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows separation from the pvc tubing to the inlet port of the smartsite. The root cause of this failure was not identified.

Event description:
The customer reported that the set separated and broke while administering unspecified fluids. The clinician attempted to get another set however encountered the same issue; when taking the tubing out of the packaging, the user observed that the set separated from the y-site. There was no report of patient harm. The event occurred in the medical day care unit/g.I. Procedure room.